Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, loose set screw connection was noted. Lead was reconnected to the device and the electrical values were good. Lead was not replaced. Patient's condition was fine.